Manufacturer narrative:
Age at time of event: 18 years or older.   (B)(4).   Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The patient presented with acute myocardial infarction. The (B)(4) stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery (rca). Following thrombectomy, a 3.75mm x 12mm nc emerge(tm) balloon catheter was advanced to pre-dilate the lesion. However, during the first inflation at 10 atmospheres for 8 seconds, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc emerge balloon catheter. The balloon was loosely folded. The distal tip, balloon, markerbands, proximal bond and hypotube were microscopically inspected. Inspection revealed a pinhole in the balloon material, 1mm proximal of the distal markerband. There were numerous kinks found in the hypotube. Microscopic inspection found the remainder of the device free of damage. The reported information indicates the device was inflated to 10atm; therefore, there is no indication the device was inflated over rated burst pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The patient presented with acute myocardial infarction. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery (rca). Following thrombectomy, a 3.75mm x 12mm nc emerge balloon catheter was advanced to pre-dilate the lesion. However, during the first inflation at 10 atmospheres for 8 seconds, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.